Manufacturer narrative:
The product analysis indicates the handpiece came in making a grinding noise. The handpiece was disassembled. The motor housing was severely corroded. The handpiece could not be repaired and was scrapped. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned. A product analysis has not been performed.

Event description:
The customer reported that the handpiece overheated. There was no patient impact or injury.